Event description:
It was reported that the user¿s continuous glucose monitoring integration with the ilet did not enter warmup and failed to pair, with the app displaying pairing in progress and sensor unavailable, and repeated scans produced no confirmation until after app reinstall, re-pairing, and a phone restart, after which readings appeared on the pump. Symptoms included no reported adverse clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included customer care troubleshooting, app reinstallation, device re-pairing, cgm rescan attempts, and a mobile phone restart. Investigation of this case revealed that the pairing failure resolved after software and phone restart steps, consistent with an application or phone state issue. It was concluded that the event was due to a transient pairing or software connectivity issue that resolved with standard troubleshooting.